Event description:
During percutaneous coronary intervention (pci), while inflating the cypher stent the pressure would not increase further. The physician assumed it was due to balloon rupture. Pci was being performed on a 95% lesion in the mid to distal right coronary artery (rca). The lesion was slightly calcified and slightly tortuous. Pre-dilation was done with a 2.5x28mm ryujin balloon at unknown inflation pressure and an attempt was made to deploy a 2.5x28mm cypher stent. However, the balloon catheter would not inflate. The stent remained in the patient and the stent delivery system (sds) was retrieved without any complications. Leakage of blood flowing was not confirmed. A 3.0x20mm sprinter balloon was used to post-dilate the stent. Then a 3.0x33m cypher stent was deployed in the mid rca, at the proximal end of the previous stent in an overlapping manner. The procedure was successfully completed without reports of injury to the patient. The sds will be returned for analysis. This device appeared normal before the procedure, and there were no reported difficulties until the balloon would not inflate.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. The product is available for testing and evaluation, but the engineering report is not available as of this writing. Additional information received will be submitted within 30 days upon receipt.